Event description:
The customer reported that the speaker malfunction inop may occur and no sound. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter and reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A quote was sent to the customer to evaluate and do any repairs if necessary. No additional diagnostic/functional testing was performed. Multiple attempts were made to contact the customer without success. The device was sent back to customer without evaluation. Based on the information available, the cause of the reported problem was not confirmed. No further information was provided. A supplemental report will be submitted if new information is obtained.